Event description:
Customer reported, she was hospitalized due to high blood glucose 351 mg/dl. Customer reported she called the paramedics and they took her to the hospital. Customer was diagnosed with diabetic ketoacidosis. Customer was wearing the device when hospitalized. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.